Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 4 previously reported events are included in this follow-up record. Product return status 3 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 4 malfunction events in which the device was shedding metal debris. - 3 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 4 malfunction events in which the device was shedding metal debris.3 events had no patient involvement; no patient impact.1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 3 devices were received. 1 device investigation type has not yet been determined. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.